Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; seroma.

Event description:
Patient reported "swelling in the breasts, one bigger than the other, hard and painful" as well as mentioning the recall. Device remains implanted. Patient later reported "voluminous seroma, pain and hardening (iii), "lymph nodes in the internal thoracic chains." The following event is not related to the device: "sparse cysts". This is for the right side. Device remains implanted.